Event description:
It was reported that recent testing of the patient showed a possible extrinsic outflow graft obstruction (eogo) or a clot in the outflow graft. The patient did not report any alarms or changes in parameters but did have dizziness. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a possible extrinsic outflow graft obstruction (eogo) or a clot in the outflow graft could not be confirmed as the product was not returned for analysis and the submitted log files did not contain any events indicative of the reported event. Review of the submitted log files captured events from 22oct2025. There were no notable events or alarms active in the log files, and the system appeared to be operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history record for mlp-032019 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revisions of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.